Manufacturer narrative:
The investigation revealed the following: the incident was presumably user related due to a wrong application from the customer site, the provided instrument information was investigated by a leica biosystems product specialist. Based on the analysis of the instrument involved, the protocol used and reagent threshold may have contributed to the suboptimal processing. Graded ethanol should be used and reagent should be exchanged as recommended in the instrument user manual.

Event description:
On 20 august 2019, a customer reported to leica biosystems that on (B)(6) 2019 they experienced suboptimal tissue processing on their histocore pearl. As a result the tissue was undiagnosable, and a rebiopsy for 6 patients was recommended.